Event description:
A reported incident involving a primary plum set, 4 clave multiport connector indicated failure of fluid to pass from an extension set system to the set¿s chamber during use. However, the system functioned correctly when connected to an alternate port. There was patient involvement and no harm was reported.

Manufacturer narrative:
The device was not returned for evaluation. The complaint could not be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.